Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. The customer¿s blood glucose level was 200 mg/dl. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.